Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (dlcx) artery. After performing predilation, a 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A guide extension catheter was advanced to assist in crossing the lesion however, the device still failed. The device was removed and it was then noted that the stent strut was lifted. The procedure was completed with a 2.5x23 non-bsc stent. No patient complications were reported and patient status was good.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the 1st two distal stent rows and the 1st two proximal stent rows, the stent struts were damaged (lifted). The stent od (outer diameter) for the undamaged mid-section of the stent was measured and is within the maximum crimped stent profile. Stent damage most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (dlcx) artery. After performing predilation, a 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A guide extension catheter was advanced to assist in crossing the lesion however, the device still failed. The device was removed and it was then noted that the stent strut was lifted. The procedure was completed with a 2.5x23 non-bsc stent. No patient complications were reported and patient status was good.